Manufacturer narrative:
Update: response to FDA request for justification and CAPA number: during an internal audit, at our japan office, it was identified that some incidents were inadvertently not captured within our complaint system and thereby not evaluated for reportability to the FDA within the 30-day submission deadline. As a result, conmed has opened and completed CAPA-2024-15 to investigate, determine the root cause and complete appropriate corrective actions. Manufacturer narrative: the device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The service history review cannot be conducted as a serial number was not provided. A device history record (DHR) review cannot be conducted as a serial number was not provided. A two-year review of complaint history revealed there has been a total of 12 reports, regarding 12 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00001. Per the instructions for use, the user is advised the following: gas flow can lead to a lowering of the patient¿s body temperature during insufflation. Hypothermia during insufflation can cause heart and cardiovascular problems. To reduce this risk, minimize high gas flows due to large leaks, the use of cold irrigation and infusion solutions. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The conmed japan reported on behalf of the customer that the device, as-ifs1, airseal ifs, 110v, was being used on (B)(6)2023 during a robot-assisted rectal malignant tumor surgery when it was reported, ¿hypothermia (down to 34 after surgery) occurred during surgery.¿. There was no report of medical intervention or hospitalization for the patient or user. There was no report of malfunction of the conmed device. Per further assessment "it is not possible to obtain any information other than intake information because all events have been confirmed in the past.". This report is being raised due to the reported injury of hypothermia having occurred.

Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The service history review cannot be conducted as a serial number was not provided. A device history record (DHR) review cannot be conducted as a serial number was not provided. A two-year review of complaint history revealed there has been a total of 12 reports, regarding 12 devices, for this device family and failure mode. During this same time frame (B)(4) have been manufactured and shipped worldwide. (B)(4). Per the instructions for use, the user is advised the following: gas flow can lead to a lowering of the patient¿s body temperature during insufflation. Hypothermia during insufflation can cause heart and cardiovascular problems. To reduce this risk, minimize high gas flows due to large leaks, the use of cold irrigation and infusion solutions. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The conmed japan reported on behalf of the customer that the device, as-ifs1, airseal ifs, 110v, was being used on (B)(6) 2023 during a robot-assisted rectal malignant tumor surgery when it was reported, ¿hypothermia (down to 34 after surgery) occurred during surgery.¿. There was no report of medical intervention or hospitalization for the patient or user. There was no report of malfunction of the conmed device. Per further assessment "it is not possible to obtain any information other than intake information because all events have been confirmed in the past.". This report is being raised due to the reported injury of hypothermia having occurred.